Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 55mm thoracic aneurysm. The proximal aortic neck diameter measures 35mm with a 45 degree angulation. It was reported during the index procedure when the device was being prepped an attempt to flush with saline solution via the side port failed. As air removal was not sufficient the physician elected to use a non mdt device to complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.